Event description:
Customer stated that "burn marks on pad. " product was returned for investigation. Upon further investigation into the customers complaint, the inspector found that all components of the product had been working, except for the switch, which would not turn on. No burn marks where found on the pad. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.